Event description:
An acu-snare was being used during a polypectomy procedure. When the snare was opened for coagulation, the snare loop detached from the drive cable and broke off into the pt. The snare loop was retrieved with forceps. There was no injury to the pt.